Event description:
Technical services received a call on 11 /15/12. Caller reported being at (B)(6) hospital. Follow-up to yellow alert for ra lead impedance> 2000 ohms. Was 500 ohms then in early october/november it has gone up three times to > 2000 ohms. Cannot reproduce in clinic. Technical services asked if there is any noise on the lead or inappropriate atr's. Caller stated "no." Technical services stated that they do not know the normal range of impedance for this lead, however it is not normal to have the lead impedance quadruple. It was suggested to speak with physician. Can monitor or consider a cxr which may or may not help. Just because you cannot reproduce oor measurement does not mean there isn't a problem. Sensing and threshold are intact. No additional information is available at this time. Lead remains in service. Lead was implanted (B)(6) 2008. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).